Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-13995n serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the broken device. Visual evaluation found that the multifire scorpion needle tip was broken off. The root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Event description:
On 3/15/2023, it was reported by a facility representative via phone that on (B)(6) 2023 during a right shoulder repair, an ar-13995n needle broke off. An x-ray was done after it was broken off. Case completed normally after that.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.